Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was unable to verify the customer's reported issue. Model lap top ventilator 1000 passed all testing and met all carefusion manufacturer specifications. There were no failures detected with the device.

Event description:
It was reported to carefusion that model lap top ventilator 1000 alarmed low minute volume. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.